Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A manufacturing evaluation was completed: one unit was received with a condition noted as used with obvious signs of wear or damage in the field. The surface of the case lid displays nicks and scratches with areas of discoloration from the sterile wrap. There are areas where the protective nylon coating has been torn away exposing the substrate aluminum surface. The nylon coating at these locations is missing. The exterior of the base assembly displays the same damage as noted for the lid. The nylon coating is intact. The area(s) located along the inner fold lines of the upper tray assembly and lower tray assembly have delaminated. The same condition is noted for the interior fold lines of the case base assembly. The delamination areas are intact but appear as bubbled. A review of the manufacturing techniques used on the subject tray has determined that the unit was manufactured / assembled at (B)(4). The nylon spray operation is currently performed by outside vendors. A (B)(4) review has determined that all spray nylon services to date have been provided by (B)(4). The nylon surface has delaminated along the inner edge areas as complained with no obvious signs of cause. This complaint is deemed valid from a manufacturing perspective. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for (B)(4).

Manufacturer narrative:
The device was used for treatment not diagnosis. Unk lot number. Without the lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the nylon graphics cases are coated and are peeling and seem to be falling apart; in very poor condition. The surgery was performed intraoperatively. The procedure was completed with no harm to the patient. Report 2 of 3.